Event description:
It was reported that the pump touchscreen had a pixel issue that caused difficulty reading the screen. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.